Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/29/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 conforming. Additional h3 investigation summary: complaint sample: complaint sample not received for investigation. Retained sample evaluation: five retain samples of incident code vp2317 and lot t0020 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance - breakage suture, knot tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code vp2317/lot t0020. No other event was reported for same description from other parts of country where this lot was distributed. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan. ¿ dosage form ¿ suture/solid/parenteral. ¿ strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the procedure date? (B)(6) 2021. What was used to complete the surgery? Fresh suture foil. Did the surgery was completed successfully? Yes. Did the patient suffer from any consequences due to the breakage suture? Unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent an unknown vascular procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke while knotting. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/12/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: evaluation: sample complaint analysis: one open complaint sample consisting of zipper lid, zipper tray, needle and partial to complete disintegrated suture pieces were returned for investigation for code vp2317. The received suture pieces were visually inspected under magnification, and it has been identified as the suture might have exposed to an atmospheric moisture. Received needle was visually inspected and found satisfactory. The overwrap foil pack containing batch identification was not received for investigation however in absence of complete device for investigation it cannot be concluded what may have contributed to loss of suture tensile strength. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot.